Manufacturer narrative:
The concerto coil was returned for evaluation in a contrary condition as to how it was reported. The push wire was found to be bent at approximately 70.0cm from the proximal end and the implant coil was found to be stretched and detached within the introducer sheath. It appeared that blood was present within the introducer sheath. The implant coil could not be pushed out from within the introducer sheath as it was found to be stuck. There was no evidence of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. Based on the analysis findings and to the reported event details, the customer report of ¿coil resistance/stuck in sheath¿ was confirmed. However, the implant coil was also found to be detached and stuck within the introducer sheath. It is possible that the implant coil became damaged and stretched during the hydration process. The customer reported no difficulty pushing the implant coil out from the introducer sheath during the hydration process. The implant coil stretching is a precursor to implant coil detachment. It is possible that the implant coil detached within the introducer sheath during returned to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto coil instructions for use (IFU): directions for use: ¿gently immerse the concerto detachable coil and its detachment zone in heparinized saline. Take care not to stretch the coil during this procedure, in order to preserve the coil memory. While still immersed in the heparinized saline, point introducer sheath vertically into saline and gently retract the distal tip of the coil into the introducer sheath.¿ warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break.¿

Event description:
Medtronic received information that the physician did not get to use the product as he could not take the coil out of the see-through sheath. The coil was stuck in the sheath and could not advance out. The coil had been hydrated per IFU prior to this issue and continuous flush was administered. A new coil was used to complete the procedure and the patient is fine. The device was received for analysis stretched and detached within the introducer sheath. The patient was receiving treatment via coiling with the concerto coil. The micro catheter was flushed as directed in the IFU. There was no damage observed to the catheter, and other coils were used with this catheter to complete the procedure.